Event description:
A dialysis home pt reported a sys error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt noted, when the alarm was called in, that the pt line of the homechoice cassette had become "unhooked" from the transfer set. No further info as to how this may have occurred was provided by the pt. Follow up with the health care professional revealed there was no pt injury and no med intervention associated with this incident.